Event description:
It was reported that the patient developed pacemaker syndrome within three months of implant. The single chamber device was explanted and replaced by a dual chamber system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).